Event description:
Case reference number: (B)(4) is a spontaneous report sent on 24-oct-2024 by a nurse concerning a 21-year-old female patient. The patient had no known allergies. No information about medical history, concomitant medication or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with 0.7 ml of restylane kysse (lot: 21629, expiry date 31-mar-2025), with 0.4 ml to upper lip and 0.3 ml to lower lip using the 0.05ml retrograde linear threads technique for additional volume/definition to the lips (needle type unknown). On the same day, on (B)(6) 2024, the patient experienced a vascular occlusion (vascular occlusion) on the left side of the upper lip. There was a delayed capillary refill (poor peripheral circulation) and blanching of tissue (implant site pallor). The area was massaged, and patient was reviewed by prescriber, who instructed to begin dissolving. The patient was then treated with 5 vials of 1500 iu hyaluronidase [hyaluronidase]. After each vial, the area was massaged, a heat compress was applied, and the patient was reviewed by the prescriber. Post-treatment, the capillary refill was less than 2 seconds with tissue perfusion. The patient was reviewed daily for 3 days following the occlusion/dissolving. The reporting nurse assessed the causality of the vascular occlusion event in relation to the treatment as not assessable. Outcome at the time of the report: vascular occlusion was recovered/resolved. Delayed capillary refill was recovered/resolved. Blanching of tissue was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pallor at implant site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions and monitoring to prevent permanent damage. The likely root cause is intravascular filler injection leading to vascular occlusion and its manifestations. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.